Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The explanted inlay was discarded by the facility and is not available for evaluation. Decreased bcdva is listed in the device labeling as potential risk of corneal inlay surgery. (B)(4). Date emdr submitted to FDA: 03/21/2017.

Event description:
The patient underwent implantation of the corneal inlay in the right eye on (B)(6) 2016. The inlay was implanted in a corneal pocket (off-label use) rather than a corneal flap. The inlay was explanted three months postoperatively due a 2-line decrease in the patient's best corrected distance visual acuity (bcdva) compared to baseline.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
Clinical follow-up was requested from the surgeon, who provided the following additional information. The surgeon reported no significant loss of best corrected distance visual acuity (bcdva) prior to inlay explantation. The inlay was explanted due to patient's dissatisfaction with uncorrected near vision. Post inlay explantation, patient's distance vision has improved and near vision is same as preoperative.